Event description:
It was reported that this right ventricular (rv) lead was initially suspected of exhibiting a decrease in the shock impedance measurements, so commanded shock testing was performed. The shock impedance of the delivered shock was in-range (75 ohms). Upon review of the lead trend data, it was determined that the shock impedance measurements were all in-range and did not exhibit an unexpected decrease. However, it was observed that the pacing impedance had sharply decreased but was still in-range (greater than 200 ohms). Provocative maneuvers were performed, with no abnormalities. The field representative suspected potential lead dislodgement and recommended that diagnostic imaging be performed. It was noted that a surgical revision procedure occurred in 2025 to reposition the lead. Recently, t-wave over-sensing was observed at a recent follow-up appointment, and the physician suspected that the lead had dislodged again. However, the physician elected against performing surgical intervention and reprogrammed the device to resolve the event. The patient is continuing with monitoring. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was initially suspected of exhibiting a decrease in the shock impedance measurements, so commanded shock testing was performed. The shock impedance of the delivered shock was in-range (75 ohms). Upon review of the lead trend data, it was determined that the shock impedance measurements were all in-range and did not exhibit an unexpected decrease. However, it was observed that the pacing impedance had sharply decreased but was still in-range (greater than 200 ohms). Provocative maneuvers were performed, with no abnormalities. The field representative suspected potential lead dislodgement and recommended that diagnostic imaging be performed. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.